Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hypervolemia (characterized by negative drains, dyspnea, and disorientation), which warranted hospitalization and ccpd therapy utilizing an alternate device with 4.25% dialysate. The pdrn could not provide the definitive cause of the serious adverse events; however, the pdrn stated the patient has successfully completed three treatments on the new cycler, which is evidence enough to consider the liberty select cycler a possible cause of the hypervolemia. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its origin. Based on the information available, the patient¿s liberty select cycler cannot be excluded from having a possible causal or contributory role in the development of the serious adverse events experienced by the patient. Given the allegations of device malfunction by multiple people, the patient¿s ability to undergo ccpd therapy on two different devices without any reported issues, and no manufacturer evaluation of the suspect device; there is insufficient information to determine the root cause of the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized due to ¿poor treatment¿ on the liberty select cycler and will not be discharged until it is replaced. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 with complaints of dyspnea and disorientation (onset did not occur during ccpd therapy). Hematological and radiological studies determined the patient was hypervolemic, and the patient was formally admitted. The patient underwent several treatments utilizing the hospital¿s cycler (manufacturer unknown) and 4.25% dialysate without any reported issues and has recovered from the serious adverse events. The pdrn could neither confirm nor deny the patient experienced liberty select cycler issues, as the patient never informed the clinic staff of the drain complications negative uf. The pdrn only learned about the issues from the hospital discharge summary. The patient was discharged home on (B)(6) 2026 and began utilizing a replacement liberty select cycler without any reported issues. The pdrn stated the patient has successfully completed three treatments on the new cycler, which they believe is evidence enough to consider the liberty select cycler a possible cause of the hypervolemia.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized due to ¿poor treatment¿ on the liberty select cycler and will not be discharged until it is replaced. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2026 with complaints of dyspnea and disorientation (onset did not occur during ccpd therapy). Hematological and radiological studies determined the patient was hypervolemic, and the patient was formally admitted. The patient underwent several treatments utilizing the hospital¿s cycler (manufacturer unknown) and 4.25% dialysate without any reported issues and has recovered from the serious adverse events. The pdrn could neither confirm nor deny the patient experienced liberty select cycler issues, as the patient never informed the clinic staff of the drain complications negative uf. The pdrn only learned about the issues from the hospital discharge summary. The patient was discharged home on (B)(6) 2026 and began utilizing a replacement liberty select cycler without any reported issues. The pdrn stated the patient has successfully completed three treatments on the new cycler, which they believe is evidence enough to consider the liberty select cycler a possible cause of the hypervolemia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.